Event description:
It was reported that the there was no telemetry and an overdischarge (od) occurred. The patient started having difficulty charging 2.5-3 months prior. The patient had trouble after being wanded by security. The representative was advised to use the antenna locate feature, which resulted in a power on reset (por) on the recharger, which then lead to the normal recharging screen. The por was cleared and the patient was sent home to finish recharging. No other problems were noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).